Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the band was deployed, it could not deploy any bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the band was deployed, it could not deploy any bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly) was analyzed, and a visual evaluation noted that the suture was in good condition with seven knots and the handle did not have marks of trip wire being secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle did not have marks of trip wire being secured and the handle worked functionally as intended. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."